Manufacturer narrative:
The reported event was ¿there was no issue with the lead. The md was the cause and mishandled the lead¿. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular lead was explanted. Further information was requested however, was not provided.